Manufacturer narrative:
The investigation into the reported sterile sleeve damage was completed. Based on the available information and no device return, the root cause of the sterile sleeve damage was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 59-year-old male patient was implanted with the impella 5.5 for mechanical circulatory support. During support, the sterile sleeve of the device disconnected when the patient was moving from the bed to a chair, and while ambulating. The constant movement required periodic repositioning of the device which put stress on the connection between the locking mechanism and the sleeve causing the separation. The physician was able to push the sleeve back up and twist the tuohy-borst so that the sterile sleeve was held in the proper place; however, there appeared to be contamination of the sleeve. No further information was provided. There was no reported harm to the patient.